Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture. The lead was revised and repositioned. The patient was in stable condition.

Event description:
New information received notes that the rv lead also had poor sensing.